Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance, no capture at max output unipolar and high pacing threshold measurements due to lead fracture or breakage. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance, no capture at max output unipolar and high pacing threshold measurements due to lead fracture or breakage. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the reported observations fracture, high capture thresholds, failure to capture, and impedance issue based on the finding of a fractured cathode conductor. Furthermore, fracture is considered a design issue when the field report indicates the damage occurred during normal use.